Event description:
The facility reports the resident was being transferred from bed to her recliner. Once in the recliner, the hanger bar detached and slightly bruised the resident's left frontal region. The resident sustained a small bruise to the left forehead area.